Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient was in diabetic shock associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated by their healthcare provider. The reporter stated that the pump was not delivering insulin. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.